Manufacturer narrative:
H6: health impact, event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history confirmed this device has not been in for service previously. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable pump won't run. The settings were reviewed, the pump was turned off, and the tubing was clamped. The cassette was removed and the tubing was massaged. Bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and reattached. The pump alarm returned upon start up. The process was repeated and the alarm persisted. The patient was not affected. There was no patient injury reported.